Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted on egm that the implantable cardiac monitor exhibited false pause episodes due to undersensing. The issue was thought to be due to a positional issue and could involve loss of contact in the pocket. Programming changes were made. The patient was reported to be stable.